Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The day prior to the event, the patient experienced hypoglycemia. The patient self treated with carbohydrates and slept for 2 hours. The cgm showed a higher value (no value provided), so the patient dosed unspecified insulin and went to bed. The following morning, the spouse could not wake the patient due to unconsciousness from alleged diabetic coma, so she called 911. It is unknown how the cgm was functioning at that time. Emergency medical services (ems) treated with patient with unspecified glucose injections and narcan and an unspecified IV. No bg or egv at that time were provided. The patient was transported to the emergency department. There, the bg was 187 mg/dl while the cgm was 270 mg/dl. The patient required intubation and ventilation for 6-8 hours. At the time of the report, the patient was still in the hospital recovering. Data was received but does not reflect full investigation window. The reported glucose values fall within the b zone of the parkes error grid. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The complaint of an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was undetermined. The allegation and a probable cause could not be determined. No additional patient or event information is available.